Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing elevated blood glucose (bg) levels for the past 2 months. The customer's bg level was over 400 (mg/dl). The cause of the elevated bg level was unknown. Manual injections were administered to address bg levels. System check at the time of the report with tandem technical support indicated the pump was performing as intended. Reportedly, the customer was not experiencing an elevated bg level at the time of the report and the customer declined to remove the current infusion set site. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.